Event description:
It was reported that during a laparoscopy-assisted distal gastrectomy procedure, although the first clip was formed properly, the clips were malformed from the second firing. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Event description:
Same case as MFR #: 2134265-2010-02887 & 2134265-2010-02904. It was reported that during a cryoplasty procedure, a balloon rupture occurred. A 14 months post procedure, the physician preformed a cryoplasty procedure to treat in-stent restenosis in a 5/60 sentinol vascular stent. The greater than 75% stenotic lesion was located in the non-calcified and non-tortuous superficial femoral artery. The physician advanced the .035 - 4/60/120 polarcath balloon to the lesion and during the first inflation the balloon ruptured. The physician then advanced a .014 - 4/40/135 polarcath balloon to the lesion and during the first inflation the balloon ruptured. There were no patient complications. The procedure was completed with percutaneous transluminal angioplasty and the deployment of a 4/4/135 sterling balloon. Patient status is reported as "fine".

Manufacturer narrative:
(B)(4). (B)(4). Yielded jaw, returned empty the analysis found that the er320 device was received empty and locked out. Further inspection found that the jaws had become yielded. It's known from the history of the device that the found condition of the jaws may lead dropping or ejected clips. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. This finding is not related to the incident reported. No testing could be performed to evaluate the event reported due to the returned condition of the device. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.